Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer administered a manual injection to address blood glucose. Customer's blood glucose level was higher than 600 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.